Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an alert due to high out of range shock impedance measurements, measuring greater at 125 ohms on the right ventricular (rv) channel. The plan is to continue with normal monitoring of lead performance via latitude. This device remains in service. No adverse patient effects were reported.